Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 22-feb-2024. [Additional information]: on 22-feb-2024, additional information was received. Per the information, the reported subarachnoid hemorrhage was at or near the location where the study device was used. The catalog of the cereglide 71 intermediate catheter is (B)(6) and the lot is 31178590. The catalog of the emboguard balloon catheter is (B)(6); the lot number was not provided. There were no device performance issues related to the embotrap iii device, the cereglide intermediate catheter, and the emboguard balloon catheter. Updated sections: b.4, g.3, g.6, h.2, and h.10. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00219, 3011370111-2023-00220, and 3007628272-2024-00002. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the (B)(6) with a history of atrial fibrillation, history of ischemic stroke ((B)(6) 2018), and previous smoking presented with a witnessed stroke on (B)(6) 2023 at 15:30 hour. The patient was presented to the treating hospital on (B)(6) 2023 at 16:20 hour. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nih stroke scale (nihss) score was 24 and a modified rankin scale (mrs) score of ¿3-moderate disability. Requires some help, but able to walk without assistance.¿ on (B)(6) 2023, the patient underwent a mechanical thrombectomy procedure using a 5mm x 22mm embotrap iii revascularization device (et309522 / 23c052av), an emboguard balloon catheter (catalog / lot# unknown), and a cereglide intermediate catheter (catalog / lot# unknown) targeting an occlusion in the left m2 segment of the middle cerebral artery (mca). The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The 1st pass resulted in a mtici score of 3 with clot retrieval in the stent retriever. A trevo trak 21 microcatheter (stryker) and a guidewire (unspecified brand) were also used during the procedure. The patient¿s 24-hour post-procedure nihss score was 12. The patient experienced a subarachnoid hemorrhage on (B)(6) 2023. The principal investigator (pi) assessed this event as not serious, moderate in severity, and as possibly related to the embotrap iii study device, not related to the large bore catheter, and possibly related to the primary surgical procedure. The relationship of the event to the cereglide 71 intermediate catheter was not made available. This event was not treated. The patient¿s status is recorded as ¿recovered/resolved¿ with an end date of (B)(6) 2023. The patient¿s 7-day post-procedural assessments were done on (B)(6) 2023 which resulted in a nihss score of 8 and a mrs score of ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance.¿ the patient¿s discharge information has not yet been entered into the database at the time of the complaint initiation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Section e.1: the initial reporter phone: (B)(6). Initial reporter email address is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23c052av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Subarachnoid hemorrhage is a known complication associated with the embotrap iii device and is stated in the instructions for use (IFU) as such. There were no alleged quality issues related to the used devices, as the devices performed as intended, achieving a mtici score of 3 (complete perfusion) in one pass. The event of a ¿subarachnoid hemorrhage¿ was assessed by the pi as possibly related to the study device and possibly related to the study procedure. The pi¿s assessment on the relationship of the event to the cereglide 71 intermediate catheter was not made available. However, the event occurred the day of the procedure, thus, the possibility of vessel trauma associated with the event caused by the used devices cannot be ruled out entirely. Since a subarachnoid hemorrhage is considered a serious injury, this event meets us FDA reporting under criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00219, 3011370111-2023-00220, and 3007628272-2024-00002. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. . The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified information received on 29-jul-2024. [Modified information]: on 29-jul-2024, modified information was received related to the severity of the adverse event subarachnoid hemorrhage. The severity of the subarachnoid hemorrhage was updated from ¿moderate¿ to ¿mild.¿ updated sections: b.4, d.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.